Manufacturer narrative:
(B)(4). The sample was received for evaluation on (B)(4) 2010. An actual sample was submitted for evaluation. A visual examination was performed on the sample and found no abnormalities. The sample was also submitted to functional and performance testing and all results were satisfactory. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The reported condition was not confirmed and the root cause of this condition was not identified.

Event description:
The customer reported to baxter (B)(4) a blood drip chamber administration set with filter in which the heat seal in the chamber was leaking. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.